Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated the pump was received for initial use with programming already in the pump and an insulin cartridge in the pump. There was no indication the product caused or contributed to and adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission: 07-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. The investigation was unable to verify or duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.